Manufacturer narrative:
It was reported the revision surgery was completed under general anaesthetic. This report is filed on may 03, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient underwent revision surgery on (B)(6) 2019 to remove a keloid scar at the abutment site. A new abutment was placed.